Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information suction stopped abruptly, impossible to relieve blockage. Impossible to suction heavy bleeding during robotic laparoscopy. Immediate and quick replacement.